Manufacturer narrative:
Samples were collected in 7ml lihep plasma tubes with a gel separator. The samples were centrifuged for 6 minutes at 3000 rpm. Qc is performing within the customer's established ranges. System check performed on (B)(6) 2011 passed within instrument specifications. A bci field service engineer (fse) verified the instrument was operating within specifications. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high accutni result above the acute myocardial infraction (ami) cut off for one patient generated by the access 2 immunoassay analyzer. The result was reported out of the laboratory and questioned by the physician. The sample was repeated on an alternate unit and lower results within the risk stratification range were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.